Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number ramles and no non-conformances related to the reported complaint condition were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Related to obstetric case did the surgery was completed successfully? If yes, yes, the surgery was successfully with new product. What was used to complete the procedure? The doctor used the new one. Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? No, there is no patient impacted. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an obstetric procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, the suture was broken when used. Another like device was used to successfully complete the procedure. There were no adverse patient consequences reported. No additional information was provided.